Manufacturer narrative:
No patient information provided as no patient was involved in this concern.device manufacturing date is unavailable. RMA issued. Medtronic investigation of returned suspect open spine clamp finds that the retainer ring on the tip of adjustment screw is missing. As a result, the receptacle cylinder is loose. The screw head has tool marks around the edge. Physical damage - pieces missing - directly caused event.

Manufacturer narrative:
Correction to lot number and associated device manufacture date provided.

Event description:
A medtronic representative reported a site open spine clamp with a damaged screw. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.